Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/16/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was fully advanced and locked as product preparation requires. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. The lens was not returned. The reported issue was not verified. No viscoelastics was observed in the device. Per dfu the use of viscoelastics is required when using the tecnis itec preloaded delivery system. Based on the product return evaluation a cause of failure related to the device manufacturing process was not determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 22.0 diopter intraocular lens (iol) became stuck in the cartridge when inserting into the patient's operative eye. Furthermore, the lens was caught in the incision, and therefore, required an incision enlargement to be performed. There was no vitrectomy performed and no sutures were used. Reportedly, there was no patient injury and the patient is doing fine post-operatively. The lens was then removed and replaced with a back-up lens of the same model and diopter. No additional information was provided.